Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. Vascular access was obtained via the radial artery. This 85% stenosed, 16mm in length, de novo target lesion was located in the moderately tortuous and calcified, 3.5mm in diameter left anterior descending artery. The lesion was not pre-dilated. This 15mm x 2.00mm apex balloon catheter was selected and advanced to the lesion; however, the shaft was broken into two pieces 15cm-20cm from the proximal end. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. Vascular access was obtained via the radial artery. This 85% stenosed, 16mm in length, de novo target lesion was located in the moderately tortuous and calcified, 3.5mm in diameter left anterior descending artery. The lesion was not pre-dilated. This 15mm x 2.00mm apex balloon catheter was selected and advanced to the lesion; however, the shaft was broken into two pieces 15cm-20cm from the proximal end. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the complaint device revealed that the device was received in two sections as a result of a break in the hypotube at 19.2cm distal to the strain relief. Both sections of the hypotube break were severely kinked at various locations along their lengths. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. No issues existed with the profile of the balloon or tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).